Event description:
Complainant alleged that while attemting to monitor the heart rhythm of a female patient who had a seizure, the device failed to power on. Complaint indicated that there was no adverse effect to the patient due to the reported malfunction.